Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the threaded end of the speed pin broke in the tibial bone leaving ¿a small amount of metal (no more than 5mm in total size)¿ retained in the patient¿s tibia. Reportedly, the procedure was completed with the same device without a significant delay. The requested clinical documentation has not been provided as of the date of this medical investigation. The surgeon is now pre-drilling the pins into the tibia ¿to prevent tips not fracturing during removal at the end of the case¿. The material composition of the speed pin is 431 stainless steel, which is a martensitic, heat treatable grade with high corrosion resistance; however, the device is not manufactured or intended for long-term implantation, therefore, long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage, non-significant surgical delay and the retained (tibial) foreign body during the tka procedure could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the pin-tip fragment could not be ruled out. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5

Event description:
It was reported that, during a tka surgery, the threaded ends of a non rimmed speed pin 110mm sterile broke and a small amount of metal (no more than 5mm in total size) have been left in the tibial bone of the patient. Surgery was performed, with a non-significant delay, with the same device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, the threaded ends of a non rimmed speed pin 110mm sterile broke and a small amount of metal have been left in the tibial bone of the patient. It is unknown how the procedure was completed, or if there was any delay.